Event description:
Advanced bionics was made aware the patient suffered from a seroma at the implant site. The patient was treated with mesulid (oral) and elomet (topical) to eliminate inflammation. The patient is now using the device.